Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6 corrected date: h10 (user allegation was confirmed) the physical device evaluation found that the allegation of the b30 scope communication error code and the no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no visible image and the error code b30 is displayed due to a communication failure with the scope caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii video system center was giving a b30 error code and not displaying an image when connected to the 180 series videoscopes. The device was returned for evaluation. During the device evaluation, a damaged printed circuit board was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.